Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl, due to incorrect time. Reportedly, customer attempted to self-treat by consuming carbohydrates, however; required assistance from their spouse for mobility, consuming carbohydrates and glucose tablets. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.